Event description:
It was reported that the colonovideoscope was tested twice and received two positive micro tests. The first test found a mixture of small organisms. The small organisms were more than 100 colony forming units (cfus) of moraxella osloensis, neisseria flavescens, micrococcus luteus, and staphylococcus haemolyticus. The second test showed ecoli present. All channels were sampled. The issue was found during reprocessing. During follow-up with the user facility, it was noted that the subject device was used on 2 patients while awaiting the positive culture results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information: b5. Correction: b3, d1, d4. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to mfrs 05268 (2/3), MFR 05266 (3/3).

Event description:
It was reported that the colonovideoscope was tested twice and received two positive micro tests. The first test found small organisms and the second test showed ecoli present. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This was reported in error with an incorrect serial number for the subject device. There is no allegation of a positive microbiological test for this device cf-h190l, serial number: (B)(6) . Refer to reports mfg# 9610595-2025-05268 and mfg# 9610595-2025-05266 for the device involved in this event cf-ez1500dl, serial number: (B)(6) .

Event description:
No additional information received from customer.